Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2019-05314, 1627487-2019-05312, & 1627487-2019-05315. It was reported the patient experienced ineffective stimulation. As a result, the physician explanted the patient¿s entire drg system.